Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 30aug2019. The customer was provided the part number and price for the oxygen regulator assembly. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported regulator is leaking and seeks replacement part number and price. The device was in clinical use at the time of the event; however, there was no report of patient or user harm.